Manufacturer narrative:
This crt-p is expected to be returned from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, when a competitor left ventricular lead (lv) was connected to this cardiac resynchronization therapy pacemaker (crt-p), oversensing of noise and a high out of range pacing impedance measurement of greater than 3000 ohms was exhibited. The physician decided to remove and replace the crt-p and as it was thought that an issue with the lv port of the header may have caused the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegations made against the device in the field could not be confirmed through testing.